Event description:
It was reported that during a sigmoidectomy procedure, the anvil did not connect to the stapler. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut indicating that the instrument achieved a full firing stroke; however, the instrument was received fully loaded with staples. While no conclusion could be reached as to how the washer was cut without the instrument deploying the staples, it is possible that the returned anvil does not belong to the returned device. A new washer was placed on the instrument and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device without any difficulties. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.